Manufacturer narrative:
Additional information received indicating that this issue was isolated to one department. Based on this information, this is no longer considered a reportable event, as the absence or loss of network connectivity would be associated with obvious indicators that data transmission is not occurring. Bedside monitors alarm and display a no central monitoring inop message; mx40s enter monitor mode, alarm locally and display a no central monit. Message; trx4841a/trx4851a transceivers generate a beep sound to indicate that there is no central monitoring. The user is instructed to implement alternate means of monitoring as warranted.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that all monitors were disconnected from the central station. The customer biomedical engineer (biomed) observed that the central station was started up and operational but displayed "disconnected scopes" for all the rooms. The biomed disconnected and reconnected the network sockets of each scope in order to re-establish communication with the central station. The biomed verified the return of patient constants on the central screen; communication re-established between the scopes and the central station and were operating at the time of departure of the biomed. A philips field service engineer (fse) went to the customer site. The fse performed a network outage test to verify the reconnection of the monitors. Everything was compliant and the monitors reconnect correctly after the network disconnection. The fse modified the channels for the configuration of the its network. It was noted that the device was not in clinical use. There was no adverse event or harm reported. Additional information has been requested.